Event description:
On (B)(6) 2010, (B)(6) underwent a revision of the right total knee replacement of all components due to a mechanical failure of the hardware as stated in the operative report. During this surgical procedure, a complete disruption of the patella was observed as well as cracking and dislocation of the encore polyethylene liner (the suspect medical device) and "the polyethylene was completely sheared off at the post".